Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further specified as the patient did not wash their hands prior to performing therapy. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for this event. Treatment for this event was gentamycin (daily for 14 days, intraperitoneally, dose not reported). Peritoneal dialysis therapy was ongoing. The patient has been retrained on proper aseptic technique. At the time of this report, the patient has recovered from this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.